Event description:
The customer reported the image disappeared from the screen during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.